Manufacturer narrative:
Patient demographics, such as age, date of birth or weight were not provided. Patient number three (3) was male. Patient number four (4) was female. The beckman coulter (bec) field service engineer (fse) performed an aspiration test and aspirate probe number two (2) was not aspirating correctly. The fse replaced the aspirate probe and noted aspirate probe number two (2) still not aspirating correctly. The fse replaced the associated peristaltic pump tubing and noted the aspiration test passing. The fse verified instrument performance by running a passing high sensitivity system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction. Aspirate probe number (2) was not aspirating correctly due to the peristaltic pump tubing allowing for inefficient washing in the reaction vessels. (B)(4). All mdrs associated with this report: mdr2122870-2015-00787, mdr2122870-2015-00788.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for four (4) patients on the laboratory's unicel dxi 800 access immunoassay system (s/n: (B)(4)). The customer repeat tested the sample for patient number two (2) on the same unicel dxi 800 access immunoassay system and obtained lower results, above the normal reference range of the assay. The customer reanalyzed the samples for patients one (1), three (3) and four (4) on an alternate unicel dxi 800 access immunoassay system (serial number (B)(4)) and obtained lower results. The initial elevated results were reported outside the laboratory. The customer issued a corrected reports. There was no report of any change or impact to patient care or treatment for patients two (2), three (3) and four (4). The customer noted patient number one (1) was sent to the cardiac catheterization laboratory. A cardiac catheterization was performed and was found to be normal. Mdr2122870-2015-00787 addresses the access accutni+3 results obtained for patient number one (1). Mdr2122870-2015-00788 addresses the access accutni+3 results obtained for patients two (2), three (3) and four (4). A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was within the customer's established ranges prior to the reported events. Qc was outside the customer's established limits after the reported event. The customer loaded a fresh access accutni+3 reagent pack and qc recovered within the customer's established ranges. The customer obtained a failing system check after the reported event. Samples were lithium heparin plasma. Samples were centrifuged at 8000 revolutions per minute (rpm) for three (3) minutes at room temperature. The customer did not note sample integrity issues.